Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, the consumer stated on (B)(6) 2018 that she required treatment. Based on the information received, aso opted to file an MDR. Returned product and retained samples were submitted to the lab for testing in addition to review records of biocompatibility tests.

Event description:
The initial report on (B)(6) 2018 consumer stated that product left a chemical burn on her skin. No medical attention was sought. However, on (B)(6) 2018 consumer sent a follow-up report indicating that she required treatment. Consumer reported on the cir that the symptoms corrected after she stopped using the product. She went to the doctor to get a burn cream and she has a scar. In addition, consumer stated that the issue was with the tape area.